Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that guidewire tip separation and vessel perforation occurred. The 85% target lesion was located in severely tortuous and calcified distal left circumflex (lcx) artery. A 330cm rotawire¿ was selected for treatment. During the procedure, the physician advanced the rotawire and a rotalink plus through a guide catheter and into the intended lesion; however, the rotawire's tip was noted to be separated from the rotawire's body and remained inside patient's lesion. The detached tip was unable to be removed from the patient, so the physician elected to stent the detached wire in the vessel. Anchoring balloon technique was performed using a non-bsc balloon catheter; however the wire perforated the vessel. A stent was then place over the detached rotawire. No further patient complications reported and the patient's status was good.